Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay, scratched case, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.(B)(4)

Event description:
It was reported that the customer's insulin pump had a dark smudge on the screen. The customer's blood glucose level was 160 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.